Manufacturer narrative:
(B)(4).

Event description:
A device replacement procedure was performed because of a pressure necrosis in the pocket in which the subject device was implanted. The new system was implanted in the right chest.